Event description:
Right saline shell deflated. A 63 yr old white g1p1 female status post left modified radical mastectomy and rt simple mastectomy in 1976 for lobular cancer insitu and 1 yr later had bilateral submuscular reconstruction w/ heyer schulte bilumens. The rt had to be removed for infection and was replaced in 1977, it was always smaller after this. CT mammogram in 1992 for complaints of left sided chest pain, revealed loss of saline. Surgery 6/30/92 was positive for deflated rt bilumen w/ moderate fibrous capsules. No history of trauma. Exam positive for decreased size w/ grade iii contractures on rt.